Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1635603 indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) white advancer tube was not present. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The balloon was deflated and the vcd was removed. Stopcock was not opened on sheath prior to shuttling down. No excessive force was applied when shuttling down. Significant resistance was not felt when shuttling down. No unusual force was applied when retracting the sheath. No kinks in sheath or device after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) white advancer tube was not present. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. The balloon was deflated and the vcd was removed. Stopcock was not opened on the sheath prior to shuttling down. No excessive force was applied when shuttling down. Significant resistance was not felt when shuttling down. No unusual force was applied when retracting the sheath. There were no kinks in the sheath or device after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was not connected to the device. The procedural sheath and sealant sleeve were observed on the device and fully retracted. The sealant was observed in its manufactured position, protruding out from the side slit of the shuttle cartridge. The advancer tube was found inside of the shuttle cartridge tubing. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A review of the manufacturing documentation associated with lot f1635603 was performed and it was found that lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as the white advancer tube of a mynxgrip vascular closure device (vcd) 6f/7f was not present was confirmed. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU), lbl9288_b. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.